Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment and found the rotor would not spin during invalidate home. The medtronic representative manually opened the door and rotated rotor. The medtronic representative then performed invalidate home and 3d spins. The medtronic representative opened and closed the door multiple times and rebooted the system multiple times. The imaging system then passed the system checkout and was found to be fully functional. The medtronic representative reported the imaging system is operational.

Event description:
A site representative reported that, while attempting to move the imaging system from one surgery to the next the imaging system requested motion calibration but would not run the calibration. The medtronic representative investigated the system via remote desktop but was unable to resolve the issue. The a site representative reported that this occurred at the end of a deep brain stimulation (dbs) surgery. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.